Event description:
During hip arthroplasty, a femoral bone fracture occurred on the anterior cortex when inserting the hip stem. Cable was used to reinforce the bone. The surgeon stated that the event was not related to this device.